Manufacturer narrative:
The pump was not returned for investigation.the investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred. The customer was able to load a new cartridge successfully and their blood glucose level was not impacted.